Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open when establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation grade 4. The clip was advanced to the mitral valve and placed medially on a2/p2. During efaa, resistance was felt with the arm positioner and the clip jumped open from 5 degrees to 10-15 degrees. The clip was removed from the patient and exchanged. The procedure was concluded with two clips implanted and a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance in the arm positioner, unintended movement (clip open during efaa) and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported physical resistance in the arm positioner, unintended movement (clip open during efaa) and difficult to open or close (clip jumping) could not be determined as no issue was identified from returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.